Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for an off-label transcatheter valve-in-valve procedure with a large flexnav delivery system. It was reported the patient previously received a 27mm surgical aortic non-abbott valve in 2010. The surgical aortic valve was very canted and the patient had a short ascending aorta. During deployment attempt, it was noted the 27mm navitor valve kept diving in before complete release and the valve was resheathed more than two times before a decision was made to replace with a 29mm navitor valve and new large flexnav delivery system. It was noted the 29mm navitor valve also kept diving again due to the sharp angle of the surgical valve. The 29mm navitor valve did dive again when it was released, the starting implant depth was 3mm and the final implant depth was also 3mm but it did drop down. It was reported the physician snared and repositioned the 29mm navitor valve. The migrated valve did not block any coronary arteries and the gradient was 0mmhg following implant. A decision was made to implant a new and second 27mm navitor valve with another new large flexnav delivery system. There was no gradient reported and no leak. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure due to this event. The patient status was reported as stable.

Manufacturer narrative:
An event of migration, off-label use, and improper or incorrect procedure or method was reported. Information from field indicated that the sharp angle of the surgical valve and short ascending aorta caused the valve to dive in, the implant depth at deployment was 3mm, and the calcium for anchoring was not considered as it was a planned valve-in-valve procedure. Additionally, it was noted that the valve was snared and resheathed more than twice, and that the physician was aware of the IFU warning against both of these actions. Based on available information, the reported event appears to be related to challenging patient anatomy (patient anatomy and surgical valve position). The reported off-label use is related to the decision to use the valve in a valve-in-valve procedure. The reported improper or incorrect procedure or method is related to resheathing the device more than twice and snaring the valve to reposition. Please note that per the instructions for use, "caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." Additionally, the instructions for use states "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." Information from the field indicates that the physician was aware of these warnings. These violations did not cause or contribute to the reported issues. Therefore, a letter will not be requested to the account.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for an off-label transcatheter valve-in-valve procedure with a large flexnav delivery system. It was reported the patient previously received a 27mm surgical aortic non-abbott valve in 2010 that had deteriorated. The surgical aortic valve was very canted and the patient had a short ascending aorta. During deployment attempt, it was noted the 27mm navitor valve kept diving in before complete release and the valve was resheathed more than two times before a decision was made to replace with a 29mm navitor valve and new large flexnav delivery system. It was noted the 29mm navitor valve also kept diving again due to the sharp angle of the surgical valve. The 29mm navitor valve did dive again when it was released, the starting implant depth was 3mm but the valve dropped down and the final implant depth was 8-9mm. It was reported the physician snared and repositioned the 29mm navitor valve. The migrated valve did not block any coronary arteries and the gradient was 0mmhg following implant. A decision was made to implant a new and second 27mm navitor valve with another new large flexnav delivery system. There was no gradient reported and no leak. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure due to this event. The patient status was reported as stable.